Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try different power sources, but the issue persisted. The customer will continue using the current pump until the replacement pump arrived.